Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The attached user facility reports were received from the (B)(4) registry: (B)(4). No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt experienced hemolysis and was readmitted to the hosp. An x-ray revealed a disconnected outflow graft bend relief.